Manufacturer narrative:
The patient underwent mesh removal on (B)(6) 2011. The patient also underwent a traditional abdominal rectus fascia retropubic pubovaginal sling and cystoscopy on (B)(6) 2012. It was also reported that the patient underwent anterior and posterior repair, mesh, bard uretex, cystoscopy and perineorrhaphy on (B)(6) 2013.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2011 and mesh and uretex were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent concurrent d&c, hysteroscopy and endometrial ablation procedures.

Manufacturer narrative:
Patient code: (B)(4) ¿ prolapse additional narrative: it was reported that following insertion the patient experienced recurrent stress urinary incontinence and prolapse. No additional information was provided.